Event description:
It was reported that during a gynecological procedure surgeon was using endopouch pro46. It was reported thumb plunger was pulled after the specimen was placed in the bag. The customer reported that the support arm broke off. The customer thought it could be due to user error. Ethicon representative supporting this user facility reported doing numerous inservices with the hospital.